Manufacturer narrative:
Correction information b4: date of this report b5: the initial MDR stated that the endoscopy procedure occurred on (B)(6) 2025; however, this was incorrect. The actual date of the procedure was (B)(6) 2025. This correction does not affect the assessment or conclusions of the event. G6: follow-up #: 1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: adverse event problem. Additional information d4: expiration date d4: primary unique device identifier (UDI) h4: device manufacture date h11: evaluation summary evaluation summary the reported event involved the cup opening width being perceived as smaller than normal. The complaint product was discarded, and therefore the alleged defect could not be confirmed through investigation. The user noticed that the cup did not function as usual after opening the sterilization bag. Although the exact cause could not be confirmed, it was determined that a fault in the wire insert of the product may have prevented the cup from opening properly. A definitive root cause could not be identified.. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the instrument was manufactured under normal conditions on 22-nov-2023, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 11-dec-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 04-feb-2025, pentax medical became aware of an event involving a model hs-d2618, serial number (B)(6) bipolar hemostatic forceps in japan. The customer reported a malfunction of the bipolar hemostatic forceps during the endoscopy procedure on (B)(6) 2025. After opening from the sterile bag, the operation of the complaint was checked before insertion into the endoscope. The cup opening width was felt to be smaller than normal. Inserted the complaint product through the instrument channel inlet and tried to open it inside the body, but it did not open at all. The cup did not open at all when checked again outside the body. The procedure was completed using a device from another company (manufacturer unknown). The actual device was discarded, so an investigation of the actual device was not possible. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.